Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. While troubleshooting for this issue, a cartridge change error and another alarm 30 occurred. Customer¿s blood glucose level was 274 mg/dl. Customer reverted to an alternate method of insulin therapy.